Event description:
Catheter placed to cool patient, initially appeared to be working, patient coding multiple times, machine alarmed that balloon ruptured. Patient was cooled for approximately 3.5 hours when machine started beeping, "air in line." The nurse noticed saline bag empty and blood backing up in tubing (back to the wheel in the machine).